Event description:
This is filed to report device entrapment and single leaflet device attachment. It was reported this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. It was noted the septal leaflet was thin and restricted and imaging was challenging. An xtw clip was inserted, but it was observed the septal leaflet became wedged between the gripper and the device shaft and was unable to be freed. Therefore, the clip was deployed on the septal and anterior leaflets. However, after deployment, the clip detached from the septal leaflet leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). An additional clip was inserted in an attempt to stabilize the clip, but was not implanted due to visibility issues. Therefore, the clip was removed and the procedure was discontinued. Tr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported entrapment of device appears to be due to procedural conditions. The reported image resolution was difficult (challenging) to visualizing the clip during the procedure due to the image quality. The reported incomplete coaptation (single leaflet device attachment (slda)) appears to be related to patient anatomy (thin and restricted septal leaflet). The reported off-label use was due to the user performing the mitraclip procedure on the tricuspid valve. Additionally, the patient effect of the reported tricuspid valve insufficiency/ regurgitation (tr) was the cascading effect of the slda. The reported unexpected medical interventions were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received stating on an unknown date, the patient returned to the hospital due to shortness of breath. Echocardiography showed tr had increased to a grade of 5. On (B)(6) 2024, an additional mitraclip procedure was performed to stabilize the slda clip. Two clips were implanted, reducing tr to a grade of 2. It was noted one of the two clips experience and slda, but no additional treatment was performed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported entrapment of device appears to be due to procedural conditions. The reported image resolution was difficult (challenging) to visualizing the clip during the procedure due to the image quality. The reported incomplete coaptation (single leaflet device attachment (slda)) appears to be related to patient anatomy (thin and restricted septal leaflet). The reported off-label use was due to the user performing the mitraclip procedure on the tricuspid valve. Additionally, the patient effect of the reported tricuspid valve insufficiency/ regurgitation (tr) and dyspnea were the cascading effect of the slda. The reported unexpected medical interventions and hospitalization were the result of case-specific circumstances. The patient effects of dyspnea is listed in the instructions for use as a known possible complication associated with mitralclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.